Event description:
It was reported by the customer that a pyxis medstation es system pockets keeps failure. Customer stated main drawer 2.2 was failed pockets and the drawer it causing malfunction trying to issue medication and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined main cabinet enhanced half height cubie drawer 2-2 has multiple pocket failures. A field service engineer replaced retractor band and original pyxibus cable to resolve this issue. Customer confirmed recovered and removed failed pocket. The system functioned as intended after field service engineer troubleshooted the device. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation.